Event description:
Related manufacturer reference number: 3006705815-2019-01683; related manufacturer reference number: 1627487-2019-05382. Additional information received indicated that the patient reported that they had an entire system explant due to one of the leads "coming loose".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report number: 3006705815-2019-01683; reference MFR report number: 1627487-2019-05382.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report number: 3006705815-2019-01683, reference MFR report number: 1627487-2019-05382. It was reported that the patient had their entire scs system explanted because they no longer used it and wanted it explanted. No other information is known.

Event description:
Device 2 of 3. Reference MFR report number: 3006705815-2019-01683. Reference MFR report number: 1627487-2019-05382.